Event description:
Received information patient had been unable to charge his device since (B)(6). Hcp scheduled battery replacement surgery. Medtronic representative was unable to interrogate the device as it was overdischarged. Additional information requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).